Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. Additionally, the customer alleged that the pump did not allow the customer to resume insulin when attempting to press the "resume insulin" button. There was no reported adverse impact to the customer. Upon follow up, the customer indicated that the issues were resolved and declined to provide additional information regarding the issues.